Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, a post paced t-wave over sensing was noted on the device. Re-programming was recommended to resolve the issue. No patient symptoms were reported; however, further information about the patient's current status was requested but not available.